Manufacturer narrative:
(B)(6). Product complaint analyst. No product was returned however the pump's operators manual indicates that the pump will alarm? No. Disposable? Clamp tubing". If a cassette (disposable) is damaged, the wrong type of cassette and/or is improperly connected to the pump. This does not necessarily indicate there is a problem with the pump. There is no evidence that the pump failed to meet specifications. If the product is returned, smiths medical will reopen this complaint for further investigation.

Event description:
Information was received indicating that a smiths medical cadd legacy plus pump had a "no disposable" alarm. The pump only delivered 17.6ml out of the 100ml total volume. There was no patient injury.

Manufacturer narrative:
Other text: returned device was received for evaluation. During the evaluation of the device the customer reported condition was not confirmed device pass accuracy test.. No fault found. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.